Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/31/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: on march 31, 2020 the lens was received. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient intolerance described as halos/glare and other visual disturbance. Implant surgery and placement was perfect, but vision described as horrible. Visual confusion, glare, halo, at one week no improvement. The iol was replaced with a model zcb00 16.5 lens. No other information was available.